Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 5.1 mmol/l. The customer stated that she stopped using sensor for months and she tried to insert one today but the transmitter did not blink when connected to the sensor. The customer stated that she cannot see any cannula at the end. The customer noticed the issue with sensor cannula after removal. The customer stated that the cannula is not intact. The customer was advised to insert new sensor and monitor.